Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated she received a replacement pump; she calibrated and noticed she was running high. She also stated the battery life has been low. The customer's blood glucose was 400mg/dl. Customer stated she had to add some basal settings to cover her high blood glucose. Customer declined high blood glucose troubleshooting. Customer also noticed a beep and the act button is not responding well. She had pressed multiple times for a response, sometimes had to press in a certain area for response. Advised customer with insulin pump will be replaced, to discontinue and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with no button response act and escape buttons due to lcd keypad connector unlocked. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify low battery alarm, battery out limit alarm, bad battery alarm due to button keypad anomaly. The insulin pump had minor scratched display window.